Event description:
It was reported that on (B)(6) 2013, the patient presented with a st elevation myocardial infarction (stemi) as confirmed using angiography; thrombolysis in myocardial infarction (timi) flow was 0. Balloon angioplasty was performed in the mildly calcified mid to distal right coronary artery (rca). The 3.0x28 mm implant from prior procedure was identified with thrombosis. The patient was given integrelin and the implant was ballooned with a 2.0 non-abbott balloon. A 2.5x18 xience xpedition was then deployed in the implant, at which time a dissection occurred. A second xience xpedition (2.5x12mm) was placed distal to the initial xience xpedition device to treat the dissection. No additional information was provided.

Manufacturer narrative:
(B)(4). Product performance engineering reviewed the incident information; however, there was no reported device malfunction and the product was not returned. The reported patient effect of dissection is listed in the xience xpedition everolimus eluting coronary stent systems, canada instructions for use, as a known patient effect. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.